Event description:
Related manufacturer reference number: (B)(4). It was reported, that during in clinic follow-up. Both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing. Resulting, in atrial pacing inhibition. And the patient experienced syncope. The noise was reproducible with the patient's mechanical arm movements. The ra lead remained implanted. While the rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.